Event description:
It was reported that a patient experienced peritonitis manifested by yellow effluent coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. The action taken with dianeal therapy was unknown. On an unreported date, the patient was discharged from hospital care. It was not reported if the patient was recovering or was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.